Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the patient received a new recharger and patient controller. The patient was instructed to slow down recharging speed. Now he does not experience serious heating anymore and connection difficulties were gone.

Event description:
Additional information was received. It has been confirmed that the recharger will not be returned, the devices are currently in the patient¿s possession.

Manufacturer narrative:
Product ID 97755 lot# serial# (B)(6) product type recharger foreign: germany medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4)g2. Foreign: germany medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that they have had an implant since 2020 without any problems so far. However, a good 14 days ago the "charger" started to go haywire. On the one hand, "the small computer often only recognizes my implant after 10 attempts or more, and on the other hand, the connection from the device to the charging loop becomes extremely hot". The "spiral" also gets very hot during the charging process, as does the voltage transformer in the cable. They mentioned that they know that it gets warm, it was normal for the last 2 years. "But now I'm talking about hot, so I also have to stop charging out of pain and heat". The device also loses the connection more often and can only hold the voltage with great difficulty, so that they have excellent or good as the charging status. This was not a problem before. Sometimes it takes 10 to 15 minutes before they can even start a charge. They "had an appointment with your colleague on (B)(6) 2023". And on his recommendation, they are contacting the manufacturer. He said we should replace the entire loading unit once to rule out a defect and avoid damaging the implant. A replacement recharger was sent to the patient. Additional information was received from a manufacturer representative (rep). It was reported that when the rep saw the patient in the outpatient clinic on (B)(6) 2023, the patient mentioned that the induction coil from the recharging device would get warm while charging and that it often takes several tries to get connection to the "implanted generator". The patient told the rep that he had "already informed technical services on this issue once". The rep doesn¿t remember what the patient told him with regards of whether his problem could be solved that way or not. The rep recommended that the patient contact technical services again, which he did. He assured the rep that he would immediately do so. The rep also called technical services to discuss the issue.